Event description:
Customer reports back to back testing on the same meter while using the aviva system with results of hi (>600 mg/dl) and in the 200's mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.